Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that progav does not operate within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can confirm accelerated drainage and non-adjustability in the progav. The deposits visible in the valve have led to functional impairment. Furthermore, we can confirm visible deposits in the shuntassistant. The deposits did not affect the technical properties at the time of the examination. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (#fv415t) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.